Event description:
My son was born with hypoplastic left heart syndrome and rec'd a shelhigh conduit during his first open-heart procedure, the norwood. He was admitted to the hosp approx 8 weeks later in distress, and showed positive cultures for staph. He required his second surgical intervention early, it was performed in 2006. The surgeon had to remove all conduit material, as it was completely covered in infected tissue. The culture showed a massive staph endocarditis infection. They discharged us from the hosp inn 2006 with external IV ports to treat the staph with vancomycin at home. We were life flighted back down to hosp the next month, after he suffered a massive seizure and stroke. We were hospitalized a total of 29 days. He has recovered from his infection, and remains at home with us. He also requires weekly physical therapy as a result of his stroke. Our concern, as his parents, is that his staph infection was directly linked to the shelhigh conduit. Dates of use; two months, diagnosis or reason for use: hypoplastic left heart syndrome, event abated after use stopped or dose reduced? Yes.